Event description:
Dr was doing a total knee in the room next door. The first batch of cement mixed well. (Control #152), the second dose turned out lumpy and unmixed (rdf251). The 3rd dose was mixed and turned out well (rdf252). There was no adverse consequence for the pt.